Event description:
In 2005, while wearing external equipment, the pt reportedly had no sound percept. The 3rd day the pt was seen at the center for device eval. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.